Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "caution: do not aspirate urine through drainage funnel wall." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that the catheter allegedly clogged after 6 days of use, as a result the catheter would not drain and was replaced. The catheter was cuffing which resulted in clogging and the inability to irrigate. The patient stated that he was unable to irrigate the catheter so he went to the ER and the nurses could not irrigate the catheter either. The decision was made to remove the catheter and replace it with a new catheter. The catheter was difficult to remove and caused the patient pain and self limiting bleeding. Upon removal it was found that the catheter balloon had "two wings on each side." A physician was called in and determined that the catheter was cuffed and this caused the irrigation and drainage issues. No further medical intervention was required. The sample was discarded at the hospital.